Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " new device feels odd because it has a high spot and a low spot ". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.